Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, loose connection on a hanging bag is a known cause of this type of alarm. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during therapy. During troubleshooting, it was noted that the patient line had become inadvertently disconnected during therapy resulting in the reported alarm. The power was cycled to clear the alarm and the patient was instructed to start therapy over using new supplies. The patient was advised to contact their nurse regarding the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.